Event description:
It was reported that a patient underwent a procedure using an interspinous spacer for lumbar canal stenosis at l4/5. It was reported that "malposition of the implant occurred" and "additional surgery with replacement of the implant was performed" 23 days post-op. According to the report, "the event was not related to the product because of technical factor. Also, the surgeon stated that the cause was placement to posterior than usual, and the size might be bigger." No other complications were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Updates: per the patient¿s 2-year crf, posterior migration of the spacer was noted on (B)(4) 2012. The migration occurred because the implant size was too large for the patient, resulting in loss of spacer intended effect of restriction of extension. For the event, additional surgery was performed on an unknown date. The surgery consisted of laminectomy and removal of the implant. The event severity was non-serious. The event outcome was reported to be resolved on (B)(4) 2013. The physician considered that the event of implant migration was attributed to technical problem and was not causally related to the device. (B)(4).